Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip tip at the grip base. A piece approximately 0.5695" x 0.1470" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip do not show damage. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument was found to have a missing tip. The customer reported event had no report of patient injury. Intuitive followed up and obtained additional information. The instrument was found to be broken during reprocessing. Customer was not aware of any missing fragments. No image or video available. Instrument was returned.